Event description:
It was reported that the footpedal continued to operate after the doctor's foot was removed. It was further reported that pedal a continued to run for approximately 1-3 seconds after it was released. This occurred during an ablation procedure.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. Both pedals a and b were tested with a shaver and serfas probe and the pedals functioned with no issues. The shaver/serfas probe did not continue to activate after the pedals were released. The voltage measurements from when the footswitch was programmed in production were retrieved. The voltage measurements for both pedals a and b were within specification. A measurement of the safety factor voltage was made. Both pedals a and b each had a low safety factor voltage. This indicates that after the footswitch was programmed; the safety factor voltage was eliminated causing the footswitch to possibly remain activated when either pedal is released. A corrective action has been initiated to address this failure mode. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.